Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and stripped threads on the battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: a crack was observed in the battery compartment. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated. Battery cap contact height/width found to be in specification. A test cap was used for testing purposes. The pump powers on normal with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring.